Event description:
It was reported that during a remote data review, the nurse noted an elevated power consumption level from this device's battery. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a remote data review, the nurse noted an elevated power consumption level from this device's battery. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.